Manufacturer narrative:
Based on technician statement, the ventilator generated alarm for high pressure and device was contaminated by the water. Device was repaired by third party company. Unfortunately, the device's logs have not been provided, no further analysis has been possible. As no more details regarding which parts exactly were affected and circumstances of the contamination were provided, the cause of the issue could not be established.

Event description:
It was reported that the ventilator generated alarm for high pressure and device was contaminated by the water. There was no patient harm. Manufacturer's ref. #: (B)(4).